Event description:
N/a.

Manufacturer narrative:
The duragen 4x5 1 pack ce (id4501i) was not returned after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, failure analysis could not be performed and device history record (DHR) review is not possible because the product¿s lot number was not provided. Therefore, the complaint is considered unconfirmed, and the root cause of the reported issue could not be determined. However, since details of the case were provided, a medical assessment was performed which concluded the following: ¿proper surgical technique including careful placement and handling of duragen is important to minimize the risk of complications such as csf leaks. A 3.1% increase in eosinophils could suggest an allergic reaction, however, it¿s also possible that it was an inflammatory response that resolved with the steroid injection. It¿s difficult to say for certain without more information from further investigation, i.e., allergy testing etc. To determine the exact cause. The presence of a 3.1% increase in eosinophils alone is not definitive evidence of an allergic reaction. Eosinophils are involved in the immune response, and their levels can be elevated in additional conditions such as infections and in certain inflammatory disorders. Csf leaks are more associated with factors such as inadequate sealing of the dura mater, excessive manipulation of the brain or dura during surgery, or the presence of other underlying conditions that affect the integrity of the dura mater. At this time an allergic response to duragen is inconclusive.¿ the product IFU (instructions for use) states that the use of this product is contraindicated for patients with a known history of hypersensitivity to bovine derived material. There is no information provided in the complaint that would help determine if the patient is allergic to bovine derived material. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the following: in mid (B)(6) 2024, external decompression was performed on the left side of the head for the treatment of external head trauma. Autologous bone was cryopreserved. Then, ¿gore-tex¿ was implanted. On (B)(6) 2024, ¿gore-tex¿ was removed and ¿duragen¿ was implanted during cranioplasty. ¿surgicel absorbable hemostat¿ was place under duragen, and 8 tenting sutures were made. On (B)(6) 2024, effusion occurred in epidural space. The eosinophil level was around 3.1%. Negative pressure subcutaneous suction drain was performed, and condition has improved. The fluid was tested and showed no signs of infection. Steroid was injected and eosinophil level decreased. The patient is currently on follow-up.